Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
Five days after cardiac surgery patient returned to theater do to tamponade. Patient was quite sick so they inserted a balloon catheter. On insertion they could not flush the central lumen or get a pressure reading. They inserted another catheter which also clotted off some days later. No harm.

Event description:
N/a

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6, h2, h11 complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 72.9cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked location. The condition of the iab as received indicated a kink on the inner lumen. We are unable to determine when the kink may have occurred. A kink in the inner lumen can cause difficulty flushing the inner lumen and difficulty to monitor the pressure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a.